Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor did not pair with the ilet after the sensor code was entered, and no new-sensor alerts were received, though glucose readings were later observed on the pump and no further assistance was requested. No adverse clinical symptoms reported. Outcomes included no impact on clinical status or therapy interruption requiring medical attention. User support included troubleshooting and education provided during the call. Investigation of this case revealed a temporary pairing failure between the cgm and the ilet without persistent malfunction, as the system subsequently displayed glucose values and no alarms occurred. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an intermittent connectivity issue.